Event description:
PICC was inserted on 2001. Operated until 9/01 when the pt began feeling a burning sensation in the upper right arm. Later that day infusion was attempted, but leaked sub-q. Six days later, it was noted that the PICC line had broken & had to be snarred & removed.